Manufacturer narrative:
Product catalog number unknown, product unspecified . Concomitant product(s): johnson & johnson/ethicon prolene mesh patch and gynecare tvt: (B)(6) 2003, johnson & johnson/ethicon gyenmesh ps: (B)(6) 2010. Mfg date: product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with johnson & johnson/ethicon prolene mesh patch and gynecare tvt on (B)(6) 2003 at (B)(6) by dr. . The patient was also reportedly implanted with a johnson & johnson/ethicon gyenmesh ps on (B)(6) 2010 at (B)(4). Finally, the patient was implanted with a cook biodesign or surgisis urethral sling on (B)(6) 2012 at (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with johnson & johnson/ethicon prolene mesh patch and gynecare tvt on (B)(6) 2003 at (B)(6). The patient was also reportedly implanted with a johnson & johnson/ethicon gyenmesh ps on (B)(6) 2010 at(B)(6). Finally, the patient was implanted with a cook biodesign or surgisis urethral sling on (B)(6) 2012 at (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.